Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric sleeve procedure, the first reload fired without issue. However, the second reload fired only about 30% of the 60mm; it gave the thick tissue indicator and would not fire anymore. The surgeon tried numerous times to get the reload to continue firing but it would not. Another adapter and handle were used to resolve the issue in order to complete the case. There was no patient injury.